Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
An event taking place on (B)(6) 2013 was reported as one of the two rods of a pangea system that was implanted in patient on (B)(6) 2012, slipped post operatively. Further, the patient is experiencing continuing lower back pain. There was no report on when a revision surgery is scheduled. No further information available. This report is for a unknown rod. This is 1 of 1 device for this event reported on complaint 38370.